Event description:
The customer reported that the unit would not boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The surge suppressor board and the isd board were replaced during the service call. The system was tested and found to be working as intended and put back into service.